Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bleeding at the upper gastrointestinal tract on (B)(6) 2025 and was readmitted on (B)(6) 2025. Bleeding was precipitated by a history of lesions or disease at the bleeding site (re-bleeding from a previous site of bleeding in the small intestine) and accelerated the development of bleeding (bulging bleeding from vasodilation of the upper jejunum). Blood transfusion was performed. Approximate number of units of red blood cell concentrate transfused per 24 hours was not less than 4 units but less than 8 units. Treatment included warfarin and aspirin. The patient was discharged on (B)(6) 2025. History of prior gastrointestinal bleeding was reported under manufacturer report #2916596-2022-10987.